Event description:
It was reported that, "patient presented with pain and reduced range of motion. Physician possible it band tightening on operative leg. Treatment included physical therapy and application of a neoprene sleeve for support. No other treatment prescribed. Unknown if related to implant".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.